Manufacturer narrative:
Trend data was downloaded from the customer's safetynet sys and reviewed with the customer. The trend data indicated that the radical-7 was monitoring and generating alarms. In addition, the safetynet sys was sending event notifications from this radical-7 to the customer's notification gateway during the period in question.

Event description:
It was reported that a pt passed away while being monitored on the safety net system. The nurse stated "the alarms never went off for bed (B)(6)." They would like someone to log in and verify that it is working properly and pull the records from the system to check if the alarms ever went off.